Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. (B)(4).

Event description:
User facility medwatch report# (B)(4) received stating: doctor went up with the balloon and prior to inflation, the end of the balloon and the catheter broke off and was free inside the patient. The free floating piece was successfully, entirely snared, and removed form the patient without further incident. The scheduled procedure continued without incident. Additional information was received, indicating that during a procedure to implant a non-abbott left atrial appendage device, the 4.0 x 15 mm trek dilatation catheter was used to dilate the atrial septum. The trek was advanced; however, there was interaction with the left atrial appendage device. The trek could not be advanced or removed and force was applied during removal. The balloon portion of the trek dilatation catheter separated in the transseptal sheath. A snare device was advanced and successfully retrieved the separated segment and no portion of the trek dilatation catheter remained in the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual and dimensional inspections were performed on the returned device. The reported separation was confirmed. The reported difficulty positioning and removing the device could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The trek rx coronary dilatation catheters instructions for use (IFU)states: if resistance is felt, determine the cause before proceeding. Continuing to advance or retract the catheter while under resistance may result in damage to the vessels and/or damage/ separation of the catheter. It is likely that the pull against resistance contributed to the shaft separating; however, pull against resistance was a typical clinical response given the situation. Additionally, the IFU states: the device is indicated for balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction and balloon dilatation of a stent after implantation. It is unknown if the off label use caused or contributed to the reported events. The investigation determined the reported separation, difficulty positioning and removing the device appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respects to the design, manufacture or labeling of the device.